Event description:
A malfunction was reported by a customer involving a pump displaying malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump without issue. The customer was advised to contact support again if the malfunction reappears.